Event description:
It was reported that, "the surgeon was knocking in the scorpio cr punch/rasp handle with a universal notch punch, the handle was broken."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.